Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event; the patient was stable and will continue to be monitored. The patient was stable and there were no adverse consequences.

Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. The patient was stable and there were no adverse consequences.